Event description:
As reported by the exactech knee replacement study, approximately three months post initial tka, the (B)(6) female patient complains that because of post -op infections and loss of range of motion. Patient documents that she is more crippled than before surgery. The even is still ongoing. Per clinical study case report this event is possibly related to devices and to procedure.

Manufacturer narrative:
Concomitants medical product: femoral component (cat# 02-020-13-3011), tibial insert (cat# 02-022-47-3030), three peg patella 32mm (cat# 200-02-32), optetrak (4) holding pins (cat# 201-78-15). Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
H3: as reported by the exactech knee replacement study, approximately three months post initial right tka, the 53 y/o female obese patient complains that because of post -op infections and loss of range of motion. ¿patient documents that she is more crippled than before surgery.¿ the event is still ongoing. Per clinical study case report this event is possibly related to devices and to procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.